Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead displayed erratic measurements of pacing lead impedance from 1000 ohms ¿ 2000 ohms. High pacing threshold was also noted. The lead was surgically abandoned. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.